Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.

Event description:
Health care professional reports: protime system inr patient results higher than reference lab. Protime inr 7.3 vs reference lab inr 2.4; therapeutic range: 2.0-3.0.